Manufacturer narrative:
The controller was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log files covering the event date were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching can be attributed to communication errors and momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible tone. However, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient reported a week of power switching events which culminated in the controller "constantly beeping."  The patient performed a controller exchange.  There were no further issues after the exchange and the patient tolerated it well.  The patient received a replacement controller.  The ventricular assist device (vad) remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed loose power port 1 and power port 2 connectors. This is an additional observation not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Log file analysis was not conducted since log files covering the reported event date were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause of the premature power switching events can be attributed to momentary disconnections and/or communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" can most likely attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.